Event description:
It was reported to boston scientific on (B) (6) 2010 that a cre dilatation balloon was used during a dilatation in the esophagus on an unknown date. Patient information is unknown. According to the complainant, a very tight esophageal stricture was being dilated. During the procedure the balloon would not deflate and when trying to remove the device from the scope the catheter broke and the balloon detached inside the patient. Biopsy forceps were used to retrieve the balloon, however it is unknown if this retrieval attempt was successful. Attempts to obtain additional information regarding this event, the condition of the patient, patient information and the outcome of the procedure have been unsuccessful to date. If any relevant information should become available, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific on (B)(6) 2010 that a cre dilatation balloon was used during a dilatation in the esophagus on an unknown date. Patient information is unknown. According to the complainant, a very tight esophageal stricture was being dilated. During the procedure, the balloon would not deflate and when trying to remove the device from the scope the catheter broke and the balloon detached inside the patient. Biopsy forceps were used to retrieve the balloon, however, it is unknown if this retrieval attempt was successful. Attempts to obtain additional information regarding this event, the condition of the patient, patient information and the outcome of the procedure have been unsuccessful to date. If any relevant information should become available a supplemental MDR will be filed. On july 22, 2010 received information from the complainant that the stricture being dilated was at the midpoint of the esophagus. The complainant stated there was no resistance met when trying to remove the device from the scope; however, the distal tip of the catheter broke off inside the patient. It was confirmed that the tip of the catheter was successfully removed with the biospy forceps. The procedure was not completed as a result of this event; however, it was confirmed that there were no patient complications. The patient was reported to be stable following the event, and there have been no reports of further problems.

Manufacturer narrative:
The complainant was unable to provide the lot number and upn of the device, therefore the expiry date and date of manufacture are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device was not reprocessed; single use device; initial use of the device. (B)(4) no code available (device fragment retrieval). Investigation results: the complainant indicated that the suspect device was disposed of, therefore an analysis of the device could not be performed. As the lot number of the suspect device is unknown a DHR review could not be performed. A labeling review was done and confirmed the device was used according to the labeling. This complaint has been assigned the most probable root cause of operational context. This failure occurs when procedural factors encountered limit the performance of the balloon (e.g. Sharp objects in the vicinity of the procedure).